Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose/protruded drive support disk noted. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to a33 alarms. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had compromised force sensor system. Customer stated that the insulin was squirting out during the manual prime process customer reported that the drive support cap was sticking out. Customer had experienced high blood glucose level of 316 mg/dl and treated it with manual shots. The device will be returned for analysis.